Event description:
A da vinci xi sureform 45 stapler failed to engage properly when tried to use a second time. We had to open a new one. It was on a robotic assisted hartmann reversal procedure. We used the stapler successfully once on tissue and when we tried to use it a second time, we got an error message and had to open a new stapler.